Event description:
The vascade mvp was chosen for closure and inserted into the 11f-25 cm sheath. However, it became stuck in the venous, and the vascular surgeon was contacted to perform a cut down for its removal. The patient was discharged the next day.

Manufacturer narrative:
The vascade mvp was not returned for evaluation as the single device was discarded by the user facility. As part of our investigation, a complaint history review was conducted for the period of may 2024 through the previous 12 months, there have been 10 items reported for "pe - 03 difficult to remove device" defect code on the 800-612c disposable. In addition, a lot history reviewed was performed and identified one affected item reported for lot # g612c240304b or 800-612c in the past 12 months. This lot was manufactured according to approved procedures and met all specifications for release, with no noted manufacturing deviations, nces or capas that would have contributed to the reported incident. Since the device was not returned and no photos were provided, it is not possible to confirm the reported defect. The cause of the reported event cannot be determined.